Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (300.0 mcg/ml at 72.49 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had redness, swelling, and soreness at the pump site on (B)(6) 2018. The patient was examined on (B)(6) 2018 and revealed a pump pocket seroma which the provider attributed to a popped suture in the pump pocket. Thirty-seven (37) ml of fluid was aspirated from the pump site and the patient was instructed to resume wearing abdominal binder. On (B)(6) 2018, the patient noted swelling and soreness reoccurred. On (B)(6) 2018, 17ml was aspirated from the site and sent to the lab for evaluation. Laboratory testing reveled scant growth for coagulase (B)(6). A 40 mg kenalog was injected in the site. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was not deter mined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the sample that had scant growth for staphylococcus was aspirated fluid from the pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.